Manufacturer narrative:
There is no documentation in the complaint record to show a causal relationship between the patient¿s hernia and subsequent peritonitis and hospitalization and the liberty select cycler or cycler set. Additionally, there is no reported allegation of a malfunction against the cycler or cycler set. However, there is a temporal relationship between the pd therapy and the hernia and peritonitis. It is unknown when the patient developed the hernia, but many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue. Based on available information, the causal event of the peritonitis cannot be determined. A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient contacted technical support for assistance to bypass drain 2 of 6. The patient sounded ¿uncomfortable¿ and stated she just had surgery (type unknown). Follow up information was obtained on (B)(6) 2018 through the patient¿s peritoneal dialysis registered nurse [pd(rn)]. It was reported that the patient underwent out-patient hernia repair surgery on (B)(6) 2018. It is unknown the type of hernia or when the hernia developed. The patient was feeling uncomfortable during continuous cycling peritoneal dialysis (ccpd) treatment and returned to the hospital on (B)(6) 2018 for post-surgical abdominal pain. The patient was admitted and during hospitalization was diagnosed with post-surgical peritonitis. The patient¿s culture (source and date unknown) was negative for bacterial growth but the patient had elevated white blood cell count (wbc) (unknown value). The patient was treated/prescribed vancomycin and tobramycin (route, dose, strength, duration unknown). The patient was discharged (B)(6) 2018 and was recovering. It is unknown if the patient continued ccpd treatment while hospitalized.

Manufacturer narrative:
Correction: date rec'd by MFR date on follow up : # 1 should have been 03/24/2018.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.